Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: physical damage to the device may have caused the foreign material to remain although it was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). The evaluation could not specify what the foreign material was nor the root cause of the remaining foreign material. The event can be detected/prevented by following the IFU which state: gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event and chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastro-intestinal videoscope exhibited distal end had foreign objects. There were no reports of patient involvement.